Event description:
Customer reported experiencing a low blood glucose level displayed as "low"; however, the specific value was not provided. The customer consumed carbohydrates to address the issue. Reportedly, the customer accidentally entered and received more insulin than intended. Tandem technical support advised the customer to verify amounts before confirming a bolus. No further assistance was required.